Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The logs for the navigation system were reviewed by medtronic personnel. The logs showed that due to the information being a direct push. Query retrieve (q/r) has no jurisdiction over what is transferred, resulting in the extra series transferring. In regards to the slow transfers, the logs showed that there were no delays on being introduced by receive_dicom. The samples were tested on the navigation system, resulting in a shorter transfer time. It was noted that the slower transfer are due to the electronic picture archiving and communication systems (pacs) or network speed of the host network. It was noted that the incomplete transfers are suspected to be due to the extended transfer time as the sender could be abandoning the transfer prior to completion. However, the logs provide no additional insight into the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system would import exams with extra data or missing data. The reported issue would vary with different exams. It was reported that the site uses query retrieve (q/r) on the navigation system but typically push between electronic picture archiving and communication systems (pacs) and the navigation system for image transfers. It was noted that the transfers took an extended period of time. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Following the evaluation of the logs for the navigation system. The software investigation concluded that the behavior was the software functioning as designed. If information is provided in the future, a supplemental report will be issued.